Event description:
An endeavor rapid exchange (rx) drug eluting stent was implanted in the mid lad during index procedure. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 year and 1.5 year follows ups. It is reported that the pt suffered a stroke and intracranial bleeding due to trauma approximately 22 months post index procedure. Pt underwent surgery to treat the event. Stroke diagnosis was based on a radiological evaluation and was confirmed by a neurologist. Investigator indicated that it was not assessable if the event was related to the study stent. Pt was not taking asa or clopidogrel 24 hours before the event. Pt was asymptomatic / free of symptoms at 2 year and 2.5 year follow ups.

Manufacturer narrative:
(B)(4): evaluation, results: (cva/stroke).